Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (333-467 mg/dl). A correction bolus was delivered to address the bg level. The customer had changed the pump supplies. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were found to be functioning as expected. The customer was to change out the infusion set. The customer declined further follow-up.